Event description:
Allegedly, pt was getting up off knees to stand and lift a stereo. As he was standing, he twisted one leg to turn, leg gave way. Left neck break occurred.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
During a regular maintenance visit, the abbott field service engineer (fse) confirmed the architect i2000sr analyzer was generating error code 1007 (unable to process test, activated read failure) using reaction vessel lot 69060p100. The customer observed this error message about three times a day after adding the trigger solution. The abbott sales representative stated when the customer finished lot 69683p100 and started to use rv lot 69521p100, the error occurred four to five times a day. Additionally, the counts have two peak readings when the error occurred, therefore, the customer was sent replacement rv lot 72293p100. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products and therapy dates:architect analyzer, list # 3m74-01. Architect reaction vessels, list 7c15-01, lot 69523p100. Evaluation codes: other codes were selected as no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.